Event description:
It was reported this event occurred in the intensive care unit. The insertion site was the right internal jugular vein and had been inserted originally in the operating room. Six days after the catheter was inserted, it was found to have migrated by 5 cm. The catheter was secured using only the blue box clamp. As a result, the catheter was removed and was replaced with another catheter. According to the customer, the pt had been unconscious at the time, so the pt would not have been able to move the catheter. There was a delay noted. However, the delay did not cause harm to the pt. There were no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.